Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of high threshold and sensing anomaly was not confirmed. Analysis was normal. No anomaly was found. Analysis found helix clogged with dried body fluid preventing the helix from extending. After cleaning, helix could extend and retract with some difficulty due to determination of the innercoil caused by over torquing.

Event description:
It was reported that during implant the lead exhibited capture and sensing anomalies high pacing threshold and a helix anomaly. The lead was removed and replaced.